Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a procedure was scheduled to explant the device and lead system because the patient had sepsis. The pocket had broken open and the device as well as the leads were visible. The patient's pressure and oxygen saturations dropped while the physician was attempting to remove the right ventricular lead, so the patient was intubated and transported to the operating room for surgical removal of the lead and to repair damage from the attempted removal. The device as well as the leads were extracted.